Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for stopper creepout with the incident lot was observed. Testing of the customer samples was performed and stopper creepout was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that occurred with a bd vacutainer® 9nc 0.109m plus blood collection tubes. The following information was provided by the initial reporter, "bd tubes go straight onto the laboratory acl top 350 analyser, the analyser is taking the bd vacutainer cap off when exiting after sampling, the lab are now starting to manually remove the caps before analysis. Bd sodium citrate tube cap coming off the acl tops analyser when exiting after sampling." 4 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that occurred with a bd vacutainer® 9nc 0.109m plus blood collection tubes. The following information was provided by the initial reporter, "bd tubes go straight onto the laboratory acl top 350 analyser, the analyser is taking the bd vacutainer cap off when exiting after sampling, the lab are now starting to manually remove the caps before analysis. Bd sodium citrate tube cap coming off the acl tops analyser when exiting after sampling." 4 occurrences were reported.